Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sonn heater cooler devices. The z number is z-2076/2081-2015.

Manufacturer narrative:
The serial numbers of the 5 units are: (B)(4). Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group deutschland received a report that all 5 of their 3t heater cooler machines in use appear to be contaminated with mycobacterium. An inspection of the outer and inner parts of the heater cooler was performed. The visual inspector showed residuals and biofilm on several parts, the cover of the filter neck, the overflow connector, the pumps in the cardioplegia and patient circuit and the tanks. All tubing showed discoloration and biofilm. Based on the biofilm in the water circuits, sorin group (B)(4) concluded that the users had not strictly followed the cleaning and disinfection instructions according to the instructions for use. The review of the device history record showed no nonconformities relevant to this issue. Fsca 9611109-06/0/15-002-c was released to remind users about the importance of adhering to the water management and disinfection procedure. Reference z-2076/2081-2015.

Manufacturer narrative:
All of the units reported for this complaint () were sent to sorin group (B)(4) for deep disinfection. During disinfection, sorin group (B)(4) took water samples in (B)(6) 2015 from all customer 3t heater-cooler devices originally located in (B)(6) that were returned for investigation of bacterial contamination. Sorin group (B)(4) also took numerous water samples from the production facility from july to august 2014 and in october 2015. Genotype testing was subsequently performed on the various samples and demonstrated that the bacterial strain from one of the reported 3t heater-coolers ((B)(4)) matched the strain found at the production facility. Based on these findings, it has been concluded that the initial contaminant found in (B)(4) was introduced to the system at the production site. However, this contamination almost certainly would have been eliminated had the user maintained the unit in accordance with instructions for the initial cleaning and disinfection (the cleaning and disinfection prior to use) outlined in the IFU in effect at the time. This device was produced before the current ethanol disinfection process was instituted at the production site. This information was originally reported on 1/8/2016 on the first follow-up to medwatch report 9611109-2015-00087, which was for the same serial number above ((B)(4)). However, 9611109-2015-00087 describes a pump motor stop on serial number (B)(4), which is unrelated to the genotype information. The information about genotyping was received on 12/09/2015 (alert date on 9611109-2015-00087). It was discovered on 1/13/2016 (alert date for this report) that the information was filed on the incorrect report.

Manufacturer narrative:
For each of the five (5) units ((B)(4)) a deep disinfection was performed at sorin group (B)(4) between february and march, 2015. All of the test results for the solid and liquid cultures taken from each unit after deep disinfection were negative for bacterial growth. After deep disinfection, the units were returned to the customer. The last unit was returned to the customer on march 16, 2015. On january 13th, 2016, a retrospective evaluation identified that this additional information has not yet been provided in a medwatch report.

Event description:
Sorin group (B)(4) received a report that their 3t heater cooler machines in use appear to be contaminated with mycobacterium. It was reported that one patient expired due to endocarditis.

Manufacturer narrative:
It was reported that the death occurred in (B)(6) 2014 but the exact date of death was not provided. It was reported that the event occurred in (B)(6) 2014 but the exact event date was not provided. The serial number of the involved device was not provided but our records show that all of the devices at the facility were manufactured in 06/2010. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6) . This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that their 3t heater cooler machines in use appear to be contaminated with mycobacterium. It was reported that one patient expired due to endocarditis. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.